Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power connectivity issues and no external power alarms was confirmed via log file analysis. A review of the event log files contained data spanning approximately 6 days ((B)(6) 2023, (B)(6) 2024 per timestamp). Starting (B)(6) 2023 at 15:48:05 until the end of the log file, while connected to battery power, intermittent relative state of charge (rsoc) voltage fluctuations were observed and associated with both power cables. The voltage fluctuations associated with the black power cable caused a low power hazard alarm to activate on (B)(6) 2023 at 11:16:26. On (B)(6) 2023 from 11:16:14 ¿ 11:16:25, no external power alarms activated due to both power cables being simultaneously disconnected. The backup battery was able to provide power to the system during the event. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis and underwent functional testing. The system controller was connected to a mock circulatory loop and was able to operate the system for extended operation. No atypical low voltage or power cable disconnect alarms were reproduced. Of note, when the white power cable was manipulated, the power module alarmed; however, no alarm message was displayed on the controller or system monitor. The resistance of the wires in the power cables were individually measured and raised resistances were observed on several wires; this is indicative of conductor breakdown. The power cable jackets were removed, and fluid ingress was found. The white power cable¿s yellow wire, alarm out, was observed to broken, exposing the inner conductors. No damage to any of the other underlying wires was found. Per the provided information, the controller exchange resolved the power connectivity issue. Although no atypical alarms were reproduced throughout testing, the root cause for the power connectivity issue was determined to be consistent with wire fatigue and fluid ingress within the system controller¿s power cables. The root cause for the no external power was determined to be due to user error by disconnecting both power cables simultaneously. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-00084 it was reported that the patient had power connectivity issues with their controller. A review of the log files revealed multiple stings of low power advisory, including power cable disconnect and low power hazard alarms while tethered to batteries. It was reported that the controller was exchanged, which resolved the alarms.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that new system controllers needed 2.0 low flow software to be installed. The software was installed on the new primary and backup controllers. This event was also previously reported under manufacturer report number 2916596-2024-00846.